Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 5076 implantable pacing lead, implanted: (B)(6) 2012; 4194 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was consistent t-wave oversensing (twos) during ventricular pace but not during ventricular sense. The lead remains in use. No patient complications have been reported as a result of this event.